Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0erfb, implanted: (B)(6) 2014, product type lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). Final analysis of the implantable neurostimulator (ins) revealed that setscrew was backed out too far. The ins passed the lead insertion and the impedance in saline tests. The cause of the reported insertion complaint could not be determined. The lead being used when the reported insertion difficulties occurred was not returned.

Event description:
It was reported that during a new implant there were impedance measurements of greater than 4000 ohms on electrode 0. It was noted that when the physician inserted the lead, he felt a resistance and it was difficult pressing the lead past the 0 contact. It was reported that the physician had taken the lead out 10 to 15 times, wiped and reinserted it, turned the lights off and continued to see the 0 electrode at 4000 ohms. It was noted that they unscrewed the setscrew as much as possible and continued to feel resistance. It was reported that they tested the lead to the cable, the patient was getting the motor response and they decided to open another device. All of the impedance testing came back with normal readings on the new implantable neurostimulator (ins), including electrode 0. It was noted that there was no patient injury. A week later it was reported that the patient was doing great. It was later reported that the ins wouldn¿t ¿clear impedance at 0,¿ the issue was impedance, and the patient recovered without sequela.